Event description:
Reportedly asymmetrical vaulting was noted approximately one month post implantation of the crystalens in the pt's right eye. A yag was performed to address the lens vaulting. The pt's most current ucdva was 20/25. According to the surgeon the most likely cause of the event was capsular contraction.

Manufacturer narrative:
The lens remains implanted and will therefore not be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.